Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal damage. Struts on the first row on the proximal end of the stent were raised up and some of the struts were bent back distally. This damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The hypotube was kinked at 60mm distal to the strain relief. Several smaller kinks were also noted along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure stent damage occurred. The non tortuous and non calcified lesion was located in the posterior descending artery. A jr4 guide catheter and a choice floppy wire were used and the guide kicked back and wire placement was lost after ballooning with an unknown balloon. The physician pulled the promus element plus,mr,us 2.50x8mm stent back into the guide and a stent strut was caught. They were able to successfully remove the stent and used a 2.5mm x 12mm promus stent to complete the procedure. No patient complications were reported and the patient's status is fine.

Event description:
It was further reported that the guide wire did not kick back after ballooning. It was when they attempted to cross with the stent. That is when the wire also pulled back.